Manufacturer narrative:
The insulin pump was unable to perform displacement test due to missing retainer. The pump was received with missing reservoir tube o-ring, broken reservoir tube lip and minor scratches on lcd window.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 130 mg/dl at the time of the incident. The customer states reservoir compartment is cracked around the entire black part of the reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.